Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 675 mg/dl while wearing the pod between 4 and 24 hours. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred and the patient reported being unsure if the cannula was properly seated in the infusion site. Symptoms reported include frequent urination as well as a strange taste in their mouth and feeling like they were going to pass out. The patient removed the pod from the insertion site. Once at the hospital emergency room (ER) the patient was treated with both intravenous fluids and manual insulin via injections. The patient was released from the ER after 9 hours. The pod will not be returned as it has been discarded.